Event description:
It was reported by the patient that she underwent a cystoscopy and anterior and posterior repair on (B)(6) 2010 and mesh was implanted for a complete uterine procidentia. The patient underwent a hysterectomy in 2011 for the failed pelvic floor repair procedure.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).